Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the insulin pump had blank display screen. Today the insulin pump was dropped it and got battery failed and now when changing new battery nothing on screen and will not turn back on. The blood glucose was unknown at the time of the incident. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will not be returned for analysis.

Manufacturer narrative:
Insulin pump was received with a broken battery cap. Insulin pump passed the idle current measurement test, run current measurement test, self test, off no power test and displacement test. Insulin pump was received with normal operating currents. Insulin pump was monitored for several hours and no unexpected failed battery alarm/failed battery alert or blank display noted during the testing. (B)(4).